Manufacturer narrative:
On august 11, 2025, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On august 25, 2025, mentor became aware that the patient also experienced right side capsular contracture; baker grade IV in addition to bilateral ruptures and underwent bilateral replacement surgery with allergan devices on (B)(6) 2025.. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent primary breast augmentation with 375cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her right side postoperatively; diagnosed via MRI. On (B)(6) 2025, mentor became aware that the date of surgery was (B)(6) 2025. On (B)(6) 2025, mentor became aware that the patient experienced bilateral breast implant ruptures, and devices were explanted on (B)(6) 2025. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On september 10, 2025, device evaluation was completed as follows: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear of approximately 1.4 cm was observed within the crease/fold on the anterior view. The evaluation determined that the possible cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).